Manufacturer narrative:
There is no indication of system or component failure. Migration of implanted components is a known inherent risk of implantable neuromodulation devices, however this case appears to be directly related to the patient weight change.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat back pain. After being implanted the patient experienced significant weight loss, leading to a skin roll at the location of the implantable pulse generator (ipg). The loose skin and tissue allowed the ipg to migrate within the pocket, causing interference in communication between the ipg and the external therapy discs and subsequent loss of therapy. On (B)(6) 2024 a surgical procedure was performed to reposition the ipg. Migration of the ipg was visually confirmed during the procedure. While attempting to reposition the device, the ipg was damaged and required replacement. The new ipg was placed in a new pocket location and positioning was confirmed using fluoroscopy imaging. The existing implanted leads remain in place and in use.